Event description:
On 12/16/93, a 76-yr-old femalee pt with diagnosis of advanced multiple sclerosis, weighing 216 pounds, was being transferred from wheelchair to bed by a licensed practical nurse and certified nurse's aide. The slings and chains were in place correctly and as they started to guide the lift toward the bed, it tipped over and pt fell to floor. It happened very suddenly, and the staff were not able to break her fall. She sustained a right hip fracture and was trasferred to hospital. The pt had an open reduction and internal fixation on 12/17/93 and returned to this facility in five days and currently remains as a pt here. On evaluation, statements from staff indicate that a front wheel of the lift appeared bent after it had fallen over. No one is sure if the wheel was bent before it was used. Therefore, it is unclear whether the bent wheel occurred as a result of the incident or if it was there before. It is documented that the lift was used to transfer two pts prior to this one on that day, and the lift had functioned properly. The lift was replaced by the MFR and returned to them on 10/3/94. It had been taken out of service since the incident. This incident was not reported sooner since fcaility did not have definite evidence of a device problem. Decided to report it after the MFR's rep was here and discussion with him.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided, inserviced by manufacturer/distributor representative, inserviced by other facility staff. The device was not destroyed/disposed of.